Event description:
It was reported, the patient was "in office about a month ago" with a shocking sensation and it was noted all impedances were normal. The patient's implantable neurostimulator (ins) had been turned off since easter. It was reported, the patient had a muscle twitch in her posterior low back, "right side of her hip going down the leg." It was noted, the patient was programmed on one lead (contact 12+, contact 14-, and contact 15+). It was noted, the patient's ins as implanted on her right side abdomen and the lead was thoracic. Additional information received two days later reported the patient was being referred to a different physician for further x-rays. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information stated the patient ¿had orders for an x-ray and then a follow-up.¿ it was further stated the patient was ¿still waiting on a replacement date and approval from workman compensation.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was waiting on workman¿s compensation to approve everything. It was noted ¿just a referral had been sent to the physician¿s office for further evaluation.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), product type programmer, patient product ID 377775 lot# v017374, implanted: 2007 (B)(6), product type lead product ID 377775 lot# v012668, implanted: 2007 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger. (B)(4).

Event description:
It was reported that every time the patient moved ¿in the seat¿, it would surge than ¿just be gone.¿ it was noted that the patient had cramps from the shocking.

Manufacturer narrative:
(B)(4).